Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: kne-nexgen-femorals-unk , unknown nexgen femoral kne-nexgen-tibial trays-unk, unknown nexgen tibial tray. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
A patient who underwent a total knee arthroplasty and has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.